Manufacturer narrative:
Lot review: a review of lot# 3242241 showed (B)(4) units were manufactured, tested, inspected and released in 05/2016 citing no exception documents.

Event description:
Complaint received regarding one 011-42584-05, transpac IV monitoring kit, lot# 3242241 (mfd. 05/2016). Report states: leakage. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3242241 showed (B)(4) units were manufactured, tested, inspected and released in 05/16 citing no exception documents. Visual receipt analysis: 12/21/2016 - received one used 011-42584-05, transpac IV monitoring kit, reported lot# 3242241. The device was flush and a slight leak was observed from the drip chamber where it bonds to the bag spike. Functional testing: each unit was pressure tested. Each unit was leaking as described in visual analysis. It was observed that there was insufficient solvent bonding between the clear chamber and the opaque bag spike housing. Final analysis summary: the reported complaint was confirmed. The root cause of the failure was due to an insufficient seal between the chamber and spike bond on a vendor supplied part. A "scar" supplier corrective action request has been submitted to the vendor. The supplier has taken action and has corrected the problem. Additionally inspection on incoming vendor components has been implemented.

Event description:
Complaint received regarding one 011-42584-05, transpac IV monitoring kit, lot# 3242241 (mfd. 05/2016). Report states: leakage. No adverse patient consequences reported.